Manufacturer narrative:
(B)(4). The pipeline flex delivery system and its microcatheter were returned for evaluation. As received, the pipeline flex delivery system was inside the catheter. In order to further investigate, the pipeline flex delivery system was pushed out of the catheter with difficulty. The distal and proximal ends of the pipeline were found fully opened with damaged braid. The middle section of the pipeline was found fully opened with no damage to the braid. No other anomalies were observed. Based on the analysis findings and the reported event details, the customer's complaint could not be confirmed as the returned pipeline was found fully opened with damaged braid at both ends. Although, no resistance was reported in the complaint¿s description; the returned catheter was found severely accordioned. The possible cause of the pipeline not opening fully in the middle (hourglass shape) could be a combination of the damaged braid, device design, patient anatomy, and physician technique. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex instructions for use: ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿

Event description:
The following report was received by medtronic: the pipeline flex "torsed" creating an hourglass in the middle of the stent as it took the shape of the tortuous anatomy. The patient was treated for an unruptured medium size, wide-necked, paraopthalmic carotid aneurysm. The tortuosity was noted to be severe. A pipeline flex was previously implanted successfully. The second pipeline flex was delivered using a combination of pushing of the delivery wire and unsheathing; however, this device looked torsed. The physician attempted to open the "torsed" section of the pipeline flex by unsheathing more of the device and giving it time. Another attempt was made to re-sheath again and deploy the device in slightly more proximal segment; however, this attempt was not successful in opening the device. The device was resheathed and removed from the patient. A decision was made to only have one stent to cover the aneurysm. There was no patient injury as a result of this event.